Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) device system exhibited an inappropriate shock due to over-sensing of noise, and supraventricular tachycardia (svt) with aberration of conduction. A request was made to have data from this device analyzed. Rhythmcare reviewed device data and provided recommendations to increase conditional zone and discuss additional procedure for an ablation, or medication treatment options. The device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.